Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose levels had been running high. The customer had a high blood glucose level of 404 mg/dl. The customer treated the high blood glucose level with the insulin pump. The customer¿s current blood glucose level was 102 mg/dl. Troubleshooting was performed. The basal rates and bolus wizard settings were okay. The insulin pump passed the self-test. The customer was advised to monitor and call back if problem continues. The device will not be returned for analysis.